Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler after treatment was completed and patient removed the cassette. The patient reported receiving an pump a vs. B volume error alarm during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event, however the pdrn stated that per the clinic¿s procedure the patient was prescribed the prophylactic antibiotic vancomycin (2 grams, intraperitoneal (ip), one day). The cycler set used for this treatment was available to return for physical evaluation. The cycler was returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler after treatment was completed and patient removed the cassette. The patient reported receiving an pump a vs. B volume error alarm during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event, however the pdrn stated that per the clinic¿s procedure the patient was prescribed the prophylactic antibiotic vancomycin (2 grams, intraperitoneal (ip), one day). The cycler set used for this treatment was available to return for physical evaluation. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
H3 plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post-accelerated stress test (ast) simulated treatment was performed and encountered a squeaky noise on motor a and grinding noise on motor b during the test. No fluid leaks in test cassette during test. The cycler underwent and passed a system air leak test, teach pumps test and valve actuation test. A pump integrity test failed. The failure was due to encountered weak motor a and motor b. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. An associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the cassette door of their cycler after treatment was completed and patient removed the cassette. The patient reported receiving an pump a vs. B volume error alarm during an unknown phase of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon follow up, the pdrn stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event, however the pdrn stated that per the clinic¿s procedure the patient was prescribed the prophylactic antibiotic vancomycin (2 grams, intraperitoneal (ip), one day). The cycler set used for this treatment was available to return for physical evaluation. The cycler was returned to the manufacturer for physical evaluation.